Event description:
Patient was treated with a trochanteric fixation nail, helical blade and screw, along with an external bone growth stimulator on (B)(6) 2011. Patient returned to the surgeon complaining of continuing hip pain. X-rays and clinical exam on unknown date showed a non-union of the femur. Patient was returned to the operating room on (B)(6) 2012. Surgeon removed the nail, helical blade and one unknown screw. Patient was revised to a plate and screw fixation. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.